Event description:
It was observed that during the device evaluation the camera head exhibited poor-water tightness of the protector. There was no patient involvement.

Manufacturer narrative:
E3: non-healthcare professional based on the results of the investigation, defective camera unit cable was identified. The most probable cause of the complaint is cause traced to component failure, which expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplement report will be submitted. Olympus will continue to monitor field performance for this device.